Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump over-delivered insulin due to an issue with the device scroll wrap. The customer stated that sometimes she pressed the down button, and once the insulin pump over-delivered insulin, her blood glucose reading ran low to 90 mg/dl. The blood glucose reading at the time of the call was 147 mg/dl. The customer requested to have her insulin pump exchanged for a device with the updated scroll wrap software. Nothing further reported.